Manufacturer narrative:
(B)(4).

Event description:
Procedure: low anterior resection. According to the reporter: the sulus were fired in an angled position. After firing, the sulus could not be brought into the straight position. This extended the procedure for more than half an hour.